Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the patient's pacemaker exhibited backup vvi operation. A software download was completed which resolved the issue.